Manufacturer narrative:
Product evaluation summary: the device was visually inspected and reddish material was found under the pebax, no damage was observed. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor feature was tested and it was working properly; the force values were observed within specifications. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was not confirmed. The root cause of the pebax damaged cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and issues with ¿force¿ and ¿deflection¿ were encountered. There were no patient consequences. During the procedure, there was a contact force issue (unspecified). This issue is not considered MDR reportable. Post-procedure, it was noted that the catheter was not deflecting properly. There were no wires exposed or lifted/sharp rings. There was no difficulty removing the catheter. This issue is not considered MDR reportable. The complaint device was returned, and the biosense webster inc. (Bwi) failure analysis lab (fal) received the device for evaluation on (B)(6) 2018. Initial visual analysis indicated the returned catheter looked normal. On (B)(6) 2018, upon doing a second visual analysis, ¿reddish material inside the pebax with apparent damage on the surface of the pebax.¿ this finding is not MDR reportable. However, on (B)(6) 2018, a scanning electron microscope (sem) analysis was performed and found evidence of mechanical damage, stress marks, and a hole on the surface of the pebax. This finding of a ¿hole¿ on the pebax is an MDR reportable malfunction. As such, the awareness date of the reportable malfunction is (B)(6) 2018.